Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that a high, out of range shock impedance was observed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 1st of january 2025 and 2nd of july 2025 recorded a pacing impedance of 700 ohms and a shock impedance of 115 ohms with several outliers of >150 ohms. The analysis of the provided iegm episode revealed no abnormalities. The analysis of the provided x-ray images revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.